Manufacturer narrative:
Conclusion the complaint describing a leaky headset cannot be verified, the head sets meet product specifications. Result the thirty-four returned unopened head sets were visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Patient discarded the infusion set.

Event description:
Patient reported experiencing elevated blood glucose levels very often with positive ketones while using the infusion set of the infusion device. Exact blood glucose level was not provided. Patient's normal blood glucose range was not provided. Patient stated this occurred with the infusion sets from the same box and lot number. Patient reported taking correction via the infusion device and at the time of the bolus, he noticed a leakage at the cannula housing/self-adhesive/tube. Patient disposed of the alleged defective cannulas. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. No product to be returned as the patient disposed of the alleged infusion set.